Event description:
The ge oec 9900 fluoroscopy system displayed a fast stop error, and the unit locked-up and would not function.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the workstation power supply #1 (ps1). Additionally, the generator pcb and filament driver pcb were replaced. The system was re-calibrated. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.